Event description:
It was reported that during preparation for an ablation procedure one farawave catheter was selected for being used, but the flushing port was damage. An alternate device was used and no patient complications occurred. The device is not expected to return for laboratory analysis since it was retained by customer. It was further reported that there was not any visible damage in the flushing port and there are not pictures available of the device.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6), reported here as phone number exceeded character limit for designated field.